Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour plus meter was tested with the in-house contour plus test strips from lot #0kqhc31d using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from mexico reported that he obtained blood glucose readings of 17 mg/dl at 5:21 p.m. And 107 mg/dl at 5:29 p.m. With the contour plus meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.